Event description:
The catheter broke in the lateral part which allowed the embolic onyx overflowed through the pt circulation. The physician tried to open the obstructed artery with hyperglide balloon. The pt had a media cerebral artery ischemia evolving to a serious neurological deficit.